Event description:
It was reported that a female patient, who had a left rtsa, underwent a revision procedure due to a loose glenoid. The patient fractured her shoulder somehow after the surgery per the provider's note. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is available for return. No device images were provided. No further information. This is 1 of 2 reports for this event.